Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a recorded blood glucose of 392 mg/dl that persisted for about an hour after an earlier infusion set change; the cannula was checked and not bent, the infusion set was replaced again, insulin delivery was resumed, and glucose subsequently trended down to 206 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a device problem or an affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.